Event description:
Information was received indicating that this ambulatory infusion pump exhibited beeping noises without any message or alert displayed. It was noted that there was no interruption in therapy. The pump was replaced. No adverse effects were reported.